Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following was translated from chinese to english: the syringe was broken from the nipple and cannot be used.

Manufacturer narrative:
H6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following was translated from chinese to english: the syringe was broken from the nipple and cannot be used.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.